Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump was not replaced prior to reaching eol (end of life) because the patient was transitioning from one clinician to another. The patient¿s prior physician was no longer managing pumps. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturing representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 289.8 mcg/day (also reported as 285 mcg/day) via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. It was reported that noises/a critical pump alarm was heard by a caregiver on (B)(6) 2017 and confirmed by telemetry. Expected battery depletion occurred. The pump shut off for expected end of life (eol). There had been talk that the pump had not been working for a while; this was noted to be hearsay. They were instructed to admit the patient into the hospital for treatment of baclofen withdrawal on the evening of (B)(6) 2017. The patient presented with rigidity, questionable seizures and hypertension. The patient presented to the emergency room on (B)(6) 2017 with increased agitation and spasticity. The patient was treated with valium and labetolol. The patient remained in-patient, and an ¿emergency¿ pump replacement was done on (B)(6) 2017. The patient remained in-patient to treat for symptoms of withdrawal until a stable dose of baclofen was achieved. The infusion rate was restarted at 100 mcg/day after the pump was replaced. The customer discarded the pump. The patient¿s medical history included anoxic brain injury since 1968, calculus of kidney, epilepsy, gastroesophageal reflux disease (gerd), and seborrhea. It was noted that the patient had an anoxic brain injury that resulted in cognitive dysfunction. It was also noted that the patient was new to the facility, and [additional] medical history involving the pump was unknown. The patient¿s other medications included lipitor, melatonin, celexa, prilosec, mirilax, senna, colace, valium, and baclofen (as needed). The issue was resolved, and the patient¿s status was alive ¿ no injury. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no [additional] diagnostics/troubleshooting performed. The patient reportedly had a follow-up appointment on (B)(6) 2017. There were no further complications reported. The patient reportedly had a follow-up appointment on (B)(6) 2017.